Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, it was reported that the patient missed an alert because of no audio output (no audio alarm) from the receiver in (B)(6) 2025. This complaint says, "patient experiencing [issue] due to falcon receiver field action." In (B)(6) 2025, the patient had a syncopal episode. A colleague called emt. He was given glucagon 3mg nasal powder and when he gained consciousness he declined to go to the hospital. The patient mentioned that he did not hear any alert or alarm from the receiver though. When the emt compared the fingerstick with the cgm, the fingerstick was 42mgdl while dexcom was 49mgdl. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.